Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and under-sensing. Programming changes were discussed, no intervention was reported. There were no patient consequences noted.

Event description:
New information received noted that the right ventricular (rv) lead delivered inappropriate shock. No intervention was reported. The patient condition was unknown.